Event description:
It was reported that the right ventricular (rv) lead exhibited a spike in the pacing impedance on (B)(6) 2021 from 300 to 800 ohms range and has stayed in that range since then. The rv shock impedance appears to be stable. In addition, the patient underwent defibrillation threshold (dft) test on (B)(6) 2021 after there was a ventricular fibrillation (vf) event with some undersensing due to very low amplitude signals and there were no noise or stored events since the dft test was performed. The patient is not rv pacing dependent. Then, on (B)(6) 2021 the physician made the decision to implant a new device in the patient and abandon the rv lead and the implantable cardioverter defibrillator (ICD) due to the spike in impedance exhibited by the rv. The cause of the pacing impedance spike on the rv lead is remains unknown at this time. The new device system was implanted on the right side and it remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead exhibited a spike in the pacing impedance on (B)(6) 2021 from 300 to 800 ohms range and has stayed in that range since then. The rv shock impedance appears to be stable. In addition, the patient underwent defibrillation threshold (dft) test on (B)(6) 2021 after there was a ventricular fibrillation (vf) event with some undersensing due to very low amplitude signals and there were no noise or stored events since the dft test was performed. The patient is not rv pacing dependent. Then, on (B)(6) 2021 the physician made the decision to implant a new device in the patient and abandon the rv lead and the implantable cardioverter defibrillator (ICD) due to the spike in impedance exhibited by the rv. The cause of the pacing impedance spike on the rv lead is remains unknown at this time. The new device system was implanted on the right side and it remains in service. No additional adverse patient effects were reported.